Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hub of the aurous centimeter vessel sizing catheter cracked when the user attempted to inject fluid through it during a pulmonary embolism procedure. Another device was used to complete the procedure, and there were no injuries or additional procedures reported.